Event description:
A malfunction was reported by the customer, but the specific code was not provided. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the company is awaiting the return of the pump for examination.